Event description:
It was reported that the image of the colonovideoscope became unsupported and black. The event had occurred during a procedure, which was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the adhesive on bending section cover has corrosion was identified during the device evaluation. Based on the results of the investigation, and since the black screen was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the corroded adhesive was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.